Manufacturer narrative:
H6: investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. This occurred 12 times. The following information was provided by the initial reporter: if yes¿detailed erroneous results (include # of errors and type): 12 vials flagged positive and were tested with molecular platform what result did the customer obtain from the bd product? Vial #1 - candida tropicalis and additional organism. Customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021 lots cannot be determined bactec lytic/10 anaer/f - and the biofire platform.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. This occurred 12 times. The following information was provided by the initial reporter: if yes. Detailed erroneous results (include # of errors and type): 12 vials flagged positive and were tested with molecular platform. What result did the customer obtain from the bd product? Vial #1 - candida tropicalis and additional organism. Customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021 lots cannot be determined bactec lytic/10 anaer/f - and the biofire platform.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.